Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and reported hyperglycemia (300 mg/dl) with symptoms of dry mouth and extreme thirst. It was said that the patient did not require any treatment above and beyond usual diabetes management. At the same time, the patient reported that a call service alarm 064 had been emitted by the pump. The patient reported sleeping at the time of the alarm and did not respond in a timely manner. This complaint is being reported because the patient experienced an adverse event as the result of use error (not responding to alarm in timely manner).